Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the device would cut but wouldn't coagulate the tissue and there was a bleeding problem. The doctor also mentioned that there was a lot of char but the vessels didn't seal. It was not reported how the case was completed but there was no adverse consequence to the pt.